Event description:
Patient taken to cath lab (B)(6) 2024 for carotid angiogram with possible intervention. Patient brought to cath lab on (B)(6) 2024. Patient was placed on the table and prepped in sterile fashion. National institutes of health stroke assessment completed per standard procedure. Patient was negative. After access was obtained in the right femoral artery and sheath and catheter were advanced. After angiography of the right carotid artery, the vessel was predilated. Stent was then placed into the right internal carotid at the bifurcation. Upon stent deployment, delivery system was attempted to be removed but was not coming out. Provider advanced system slightly to attempt to release and at this time the tip of the delivery system broke off and remained in the right carotid artery. Patient remained alert and oriented and vital signs stable. Patient was taken to the hybrid operating room where they were able to successfully retrieve the stent system.